Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) would not fire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of missing integrated cord to be related to the customer reported complaint. The vessel sealer extend (vse) instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The vessel sealer extend (vse) was placed and driven on an in-house system. The vessel sealer extend (vse) instrument passed the recognition, engagement and initialization tests on all three attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no failure displayed in logs review. Due to missing integrated cord, cut and seal tests could not be performed. The vessel sealer extend (vse) was found to have two dislodged and missing ceramic dots at the distal jaws. The dots are not placed in their original places as they are missing. Electrical continuity test could not be performed since the integrated cord is missing. The probable root cause is attributed to the missing integrated cord, due to user related issues. This issue can be resolved by using an alternate instrument to complete the procedure.